Manufacturer narrative:
H3. Device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator generated high priority alarm with message "ventilator inoperative, backup ventilation in progress". The device was available for evaluation. A review of the ventilator logs confirmed the reported backup ventilation (buv). Service personnel (sp) inspected the unit, found background code and the exhalation valve would not calibrate. Sp replaced the exhalation valve assembly (eva). During the extended self test (est), the unit failed the mix flow test on the air side, so. Sp replaced the breath delivery (bd) flow sensor for air. Additionally, sp replaced the damaged power cord. The ventilator passed all calibrations and tests as per manufacturer specifications at the time of service. The cause of the reported event was isolated in the field to a potential fault in the eva. The cause of the ¿mix flow test in est failure¿ was isolated to a potential fault in the bd flow sensor for air. The events are included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated high priority alarm with message "ventilator inoperative, backup ventilation in progress". The patient was removed from the ventilator and placed on an alternate ventilator with no injury.